Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer had consumed all strips prior to contacting manufacturer. Device not available for return. Will not be returned to manufacturer.

Event description:
Caller reported customer got a reading of 42 mg/dl on his aviva system while experiencing hypoglycemic symptoms. Customer's wife got customer a glass of orange juice to drink, successfully treating the hypoglycemic symptoms. Within 10 minutes of the first reading but after drinking the orange juice, the customer got a result of 102 mg/dl on his aviva system. No adverse event reported. A request was made for the return of the suspect device but customer has consumed all strips and discarded the packaging. Replacement was sent.